Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, the user reported a database error and it was not possible to take x-ray. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an issue with the imaging system (bsr = bild system röntgen). The investigation of the log files showed intermittent read errors at the network layer. In such cases, the database client cannot communicate with the database backend and the connection to the database is completely lost bidirectional for all I/o operations. Neither loading data from the database nor sending data to the database is possible. If there is an open database session which cannot be closed due to such database network errors the database is locked and new I/o operations will not be processes until the previous lock is released. In the present case the communication was lost during an image transfer. The according open database session could not be closed. Therefore, the database request to store newly acquired images failed. As a result, the system entered the bypass fluoro mode. In this mode only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The user restarted the complete system to recover; however, due to the persisting database network error the connection to the database could not be re-established. The service engineer deleted the existing database and recreated the database which resolved the issue. The manufacturer is not considering any further corrective actions at this time.